Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a mesh revision on (B)(6) 2010 and a mesh removal on (B)(6) 2011.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced hematuria and urinary tract infections.

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency and urinary frequency.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced adhesions.

Manufacturer narrative:
(B)(4). Narrative: it was reported that following insertion the patient experienced dyspareunia, urinary incontinence and enterocele.

Manufacturer narrative:
Additional information.